Manufacturer narrative:
The full name of the event site was shortened due to field character limit; the full name is (B)(6) medical center. Testing of actual/suspected device (10/3233): a getinge field service engineer (fse) was dispatched to evaluate this unit. Fse found only one alarm, a low vacuum alarm and did find the unit was full of condensation. Fse advised this could have caused the issue. Fse performed the condensation removal procedure and then completed system checkout. Unit passed all testing. Fse then ran the unit on a trainer. It auto-filled and ran as expected. No further issues were found with the iabp so it was returned to the customer and cleared for clinical use.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) failed or stopped working. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
The full name of the event site was shortened due to field character limit; the full name is (B)(6) medical center. A getinge field service engineer (fse) was dispatched to evaluate this unit. Fse found only one alarm, a low vacuum alarm and did find the unit was full of condensation. Fse advised this could have caused the issue. Fse performed the condensation removal procedure and then completed system checkout. Unit passed all testing. Fse then ran the unit on a trainer. It auto-filled and ran as expected. No further issues were found with the iabp so it was returned to the customer and cleared for clinical use.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) failed or stopped working. No patient harm, serious injury or adverse event was reported.

Event description:
N/a.